Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarm change sensor and calibration not accepted. Customer's blood glucose at time of incident was 11mmol/l. The customer turn off the sensor feature and charge the transmitter. The customer was discussed the timing of calibration leading to alert and reviewed guidelines for best calibration results. The customer was advised to removed and change out the sensor. Customer was advised that sensor will be replaced.